Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there was a pocket revision due to tenderness and pain at the ins site. The rep reported that the pocket was moved from the left flank to the left buttock. The rep reported that the patient was doing fine at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the pain and tenderness at the pocket site was not determined. The patient's weight at the time of the event was unknown.